Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had failed to deploy. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data shows that the pod completed both first and second priming sequences in 61 pulses and was deactivated at the end of second prime. The data shows that during first prime, timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. During second prime, the rotational sensor remained in the open state for more pulses than expected in conjunction with a dip in pulse widths. This indicates that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. The high pulse width drive stall and failure to detent drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Rerun of the pod replicated both the high pulse width drive stall and subsequent failure to detent drive stall. Inspection of the needle mechanism and drive mechanism components found no damages or deficiencies that would result in a high pulse width drive stall or failure to detent drive stall. The exact cause of the high pulse width and accompanying drive stall and subsequent hook talon failing to detent the ratchet gear during priming could not be determined.